Manufacturer narrative:
Information indicates this lead will be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited functional undersensing and loss of capture at maximum output. It was noted that the patient did not require pacing therapy. During lead testing performed in the clinic, the threshold was noted to have increased until eventually there was no capture at maximum output. Also, the r-wave amplitude dropped below 2.0 millivolts. In response, device therapy was programmed off. The rv lead was subsequently explanted and replaced. There was no evidence of lead damage prior to extraction but the lead was noted to have been damaged during the extraction. No additional adverse patient effects were reported.